Event description:
The customer reported to beckman coulter (bec) that they were getting ¿ambient temperature¿ and ¿lyse temperature¿ errors after observing a fluid leak on the coulter lh 500 hematology analyzer. The leak was not contained within the instrument and leaked onto the counter. Per the information provided, the tubing from pinch valve (pv42) popped off of fitting 148 causing a fluid leak. It was suspected that the fluid leaked down onto the peltier module which controls the temperatures, causing the errors. The customer powered off the instrument, replaced the leaking tubing through pv42, dried off the peltier module and powered the instrument back on. The customer verified the instrument. No further issues were reported. This leak consists of diluent from the diluent manifold mf-11. The material safety data sheets (msds) were not reviewed by the customer. There is an exposure control plan at the facility. The operator was wearing gloves, a laboratory coat and glasses at the time of this event. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. The customer was unable to produce any results. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
There is no indication that beckman coulter field service engineer (fse) was dispatched to the customer site for this event. The customer was able to fix the leak.failure mode was attributed to the leaking tubing through pinch valve (pv42) which leaked onto the peltier module causing the "ambient temperature" and "lyse temperature" errors. (B)(4).